Event description:
Alleges the chair began to move on its own veering towards a deep pool of water. Alleges attempting to stop unit but were unable to do so and unit went into the water with consumer still in it.

Manufacturer narrative:
The device was returned and evaluated. Inadvertent movement could not be duplicated. - attachment: [5435 rpe signed.pdf].

Manufacturer narrative:
The "patient identifier" has not been provided. The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Alleges the chair began to move on its own veering towards a deep pool of water. Alleges attempting to stop unit but were unable to do so and unit went into the water with consumer still in it.